Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2017-02908, 3006705815-2017-00606 and 3006705815-2017-00607. It was reported the patient's scs system was explanted due to infection. The patient was reportedly prescribed oral antibiotics for two weeks following the explant.